Event description:
According to the reporter: shortly after the procedure was started, the device could not cut well and the tissue slipped from the jaws. New device was opened to complete procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).